Event description:
Caller reports that pt tested hi on the device and 122mg/dl on a lab one minute later. No treatment methods provided. Caller stated that through lab tests the pt's blood glucose was rapidly changing anywhere from 80mg/dl to over 400mg/dl. Quality controls were reportedly used and fell within acceptable limits. Requested return of suspect device, however customer declined.